Event description:
It was reported that during an endovascular procedure in a patient the subject coil detached prematurely during use. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event. No other information is available.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the main coil was seen to be prematurely detached/separated. The main coil was not returned. The coil introducer sheath was seen to be intact. Main coil prematurely detached/separated during use functional test not applicable. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. There was no damages noted to the device prior to use and continues flush was maintained during the procedure. The device was analyzed and only the delivery wire was returned. Main coil was not returned. The main coil was seen to be prematurely detached. An assignable cause of procedural factors will be assigned to the as reported main coil prematurely detached/separated during use and coil introducer sheath friction as these defects appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. An assignable cause of procedural factors will be assigned to the as analyzed main coil prematurely detached/separated during use as these defects appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.